Manufacturer narrative:
During the processing of this complain, attempts to obtain patient information was attempted, but not received.

Event description:
It was reported the patient was experiencing uncomfortable therapy. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced for different technology. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.